Event description:
On (B)(6) 2013, the patient reported that she experienced diabetic ketoacidosis (dka) while wearing the insulin pump for insulin delivery and that she was having pump issues. The patient did not provide any further information at that time. Animas customer support made several attempts to follow up with the patient, but the patient did not respond. The pump has not been requested back. If further information becomes available, this complaint will be updated accordingly. This complaint is being reported because the patient alleged experiencing dka of unknown cause while on insulin pump therapy.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.